Manufacturer narrative:
The customer's reported complaint that "thermogard xp ivtm system (s/n (B)(6) displayed tcmid:05 (coolant diff failure) error message" was confirmed in the console's event log but was not confirmed during functional testing. The investigation determined that the root cause of the intermittent tcmid:05 error message was the defective lm34 temperature sensor, attributed to the aging of the device. The thermogard console was manufactured in october 2012 and is over 9 years old, well beyond its expected service life of 5 years. During visual inspection, damaged and missing parts were noted, unrelated to the reported complaint. The white rollers were worn, and the display head battery had low voltage, attributed to the age of the thermogard console. In addition, the assembly cold well cap was missing, and the pump lid and its bumpers were cracked, attributed to user mishandling. All the damaged and missing parts were replaced to address the observed issues. Thermogard console's event log data were reviewed and revealed multiple tcmid:05 (coolant diff failure) error messages on and around the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, one tcmid:06 (ce post failure) error message was observed in the event log on the customer's reported event date. Also, one mid:14 (bg power supply) and one mid:16 (software related) error messages were observed in the event logs. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The thermogard xp ivtm system passed the initial functional testing with no issues or errors, unable to duplicate the customer's reported complaint. The thermogard system failed further functional testing during the overnight burn-in test due to a tcmid:08 (coolant temp low) error message, unrelated to the customer's reported complaint. Troubleshooting during the investigation determined that the root cause of all the intermittent tcmid error messages (tcmid:05, tcmid:06, tcmid:08) was the defective lm34 temperature sensor, and it was replaced to remedy the faults. Furthermore, the root cause of the mid:14 and mid:16 errors, which were found in the console's event log, was determined to be related to the low voltage battery of the display head. The battery was replaced to address the issue. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
During setup before use on a patient, the thermogard xp ivtm system s/n (B)(4) displayed tcmid:05 (coolant diff failure) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.